Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in one of the exhaust tubes of the pump near the connector site. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion adjacent to this separation, indicating the tube had kinked onto itself. Abrasion was noted on all pump tubes. Partial separations were noted within the abrasion on the inlet tube of the pump. Testing revealed these to not be sites of leakage. A partial separations, with small area of abrasion adjacent to it, was noted on the exhaust tube of cylinder 2 near the base. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with either cylinders or reservoir. Based on examination of the returned product, the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused one of the pump exhaust tubes to be kinked onto itself and abrade for a period of time. The abrasion then resulted in the separation noted in the pump exhaust tube. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5433338.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break - exhaust tube.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5433338. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.